Manufacturer narrative:
Product complaint # (B)(4). The following additional information has been requested but not received to date: only a reservoir product complaint/code was added. The event description references a catheter (drain) and reservoir. Was an ethicon drain used on this patient? If yes, what is the product code? Lot number? If ethicon drain used, was patency achieved upon placement? If ethicon drain used, was it necessary to surgically replace the drain? Suggest reference to the drain instructions for use in regard to ¿milking¿ the drain. Attempts to obtain additional information and the device have been made with no response to date. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a breast reconstruction on (B)(6) 2019 and a reservoir was used with an unknown catheter. When milking a catheter, the catheter could not be pressed, drainage could not be done properly. The lot number is unknown. On (B)(6) milking was done toward the reservoir. However, air entered from somewhere, possibly due to effect of the anti-reflex valve, the drain was cut at the adapter connection part, and the drain and adapter were reconnected, but the condition was not improved. Then, the nurse was instructed not to perform milking. On (B)(6) the reservoir was replaced, but the same issue occurred. However, when milking the drain in the afternoon, negative pressure could be applied. After that, suction could be done properly. Product discarded at the hospital. Further details are not provided. There were no adverse consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/29/2020. Additional information: the following information was requested and the following was obtained: was an ethicon drain used on this patient? No further information is available. If yes, what is the product code? Lot number? The lot number is unknown. If ethicon drain used, was patency achieved upon placement? No further information is available. If ethicon drain used, was it necessary to surgically replace the drain? No further information is available. Suggest reference to the drain instructions for use in regard to ¿milking¿ the drain. No further information will be provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/28/2020.